Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e736 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e736 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, photoactivation module leak, and blood pump error alarm. No trends were detected for each complaint category. A photo analysis was conducted for this complaint. A review of the photo verified the leak, however the source of the leak could not be determined based on the information provided. No further action required. This investigation is now complete. (B)(4). Device not returned.

Event description:
Customer called to report blood pump alarm during photoactivation phase. Customer checked all parts of kit for clots or occlusions and did not see any. Customer disconnected the access line and performed a saline bolus, and was able to continue with photoactivation. Customer will continue to monitor the procedure and call back to report any more alarms. Customer called back to report that the blood pump alarm occurred again after two minutes of photoactivation, and upon checking the photo chamber, customer noted blood was leaking out of the photoactivation plate. Customer aborted the procedure and did not return blood/products to the patient. Customer stated the patient was stable. Customer returned photos for investigation.